Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm and that its exhaled tidal volume (vte) levels were low. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. The reporter advised that when troubleshooting efforts were unsuccessful, the patient was removed from the ventilator. No further details about the patient were provided. Ventec has made multiple attempts to contact the reporter in order to obtain additional information, however, those attempts have been unsuccessful.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it displaying a patient circuit disconnect alarm and having low exhaled tidal volume (vte) levels was confirmed. Ventec opened the device to perform a visual inspection and noted that its lcd cable had been incorrectly routed and, as a result, was pressing on the internal flow transducer (ift) cable. Ventec replaced the ift and properly routed the lcd cable away from the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The ift was replaced and the lcd cable was properly routed to resolve the reported issue, however, further component level cause could not be conclusively determined.